Event description:
It was reported that while preparing for a da vinci si surgical procedure, the surgeon side console (ssc) would not power up. The site attempted to troubleshoot the issue by verifying proper power cord connection and confirming power from the wall's electrical outlet. With the assistance of an isi technical support engineer (tse), the site cycled power using the circuit breaker on the ssc and checked the fiber led to verify that it was off. The patient was under anesthesia for approximately 30 minutes, when the surgeon made the decision to abort the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) concluded that the issue experienced by the customer was associated with the surgeon side console (ssc) power supply. The ssc power supply converts the ac voltage from the wall outlet to dc voltage for use by the system. The system was repaired by replacing the affected power supply. (B)(4).